Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the biomed that the device displayed a self test error when it was powered on. Another device was used. After the biomed cleared the error, the device powers up normally and functions properly. The biomed is going to place unit back into service. There was no patient involvement.